Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes, section d-9: device date returned to manufacturer: july 2,2024 section h-3: device evaluated by manufacturer: yes, device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the plunger rod tip was bent with viscoelastic residue distributed through the entire length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The lack of damage indicates that the plunger rod tip damage likely occurred after advancement. The device assembly was inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. The lens was received cut in half. One half had a detached haptic. The haptic thickness and width of the remaining haptic was measured and was found to be within specification. No further evaluation was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that monofocal toric intraocular lens had been implanted, and the surgeon observed that the leading haptic was broken and had to explant the lens. Additional information suggests that the lens was removed and replaced with an unknown iol during the same procedure. No injury or medical intervention is required. The patient's status is fine. No further information was provided.